Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the remote arm controller (rac) for faults. Following resolution, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the rac involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate the reported failure non-recoverable 40068 during procedure. The rac was replaced for hard faults. The rac was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error. The unit ran sine dance test for 10 minutes and passed. Ran 20x power cycles, all passed, ran follow mode for 5 minutes, passed. The rac remained on the test system in normal mode over the weekend, and it performed without any error.

Event description:
It was reported that during the middle of a da vinci-assisted malignant hysterectomy surgical procedure, the customer encountered an error and restarted the system with no change. The customer was instructed to perform emergency power off (epo) the system but the issue persisted. Errors pointed to remote arm controller (rac)1 in log. The surgeon needed all 4 arms and converted to laparoscopic procedure. There was no reported of patient injury.